Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the software controlled gain, automatic gain control and telemetry b functional tests failed and therefore the link electronic module board was replaced and calibrated. Analysis also found that the system fan was noisy, the latch tabs on the cord bay were broken, that multiple case parts were worn and that the stylus did not work. All found defective parts were replaced and the stylus was also calibrated. Product ID: 229047 software analyzer. (B)(4).